Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open and user experienced double clicking sound when it tries to open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was failed to open and produced clicking sound. A field service engineer (fse) found no immediate failures but observed that the drawer clicked before opening while in inventory mode. The fse found that the left side rail needed replacement. After replaced the rail, the drawer opened smoothly without any issues. The system functioned as intended after the field service engineer repaired the device.